Event description:
During remote follow-up, sensing noise was observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually. Provocative testing was performed but sensing noise could not be reproduced. The patient was stable and will continue to be monitored.